Event description:
Adverse event major vascular complication from insertion of 22f sheath and 23 mm sapien device. As reported by the clinical specialist, there was a major vascular complication from insertion of the delivery system and 23mm sapien valve. Per report, cutdown access was obtained to the left common femoral artery (lcfa) and contralateral percutaneous access was obtained to the right femoral artery (rfa). The pigtail and temp pacer were placed. An attempt was made to place the 22fr edwards sheath without using the provided dilators. The sheath could not be placed. A 9mm balloon was used to dilate the lcfa. Another unsuccessful attempt was made to place the 22fr sheath. The 18fr dilator was tried and went in with resistance. A 22fr cook sheath was placed into the lcfa but was not able to be advanced into the left external iliac artery (leia). A 10mm balloon was used to dilate the leia. A 14mm covered stent was placed in the left common iliac artery (lcia) into the leia and was post dilated with a 14mm balloon. The 22fr cook sheath was again attempted to be advanced into the leia without success. It was decided by the physicians that the best approach would be to put the delivery system through the 22fr cook sheath into the entrance of the leia and try to advance it without the support of the sheath through the leia, lcia and into the distal aorta (ao). The delivery system was advanced into the cook sheath and exited into the leia, but it was unable to be advanced any further. The device was attempted to be pulled back into the sheath and appeared to be stuck in the vessel. The sheath was retracted and significant force was used to retract the valve and delivery system. When the valve and delivery system were removed, an avulsion was noted as part of the iliac was stuck to the device. An occlusion balloon was immediately advanced from the contralateral side and it was noted that the patient was becoming increasingly hypotensive. Multiple covered stent grafts were used to begin reconstructing the vasculature. Once the bleeding was controlled a new 22fr edwards sheath was advanced from the left side without any difficulty. A second 23mm sapien valve was prepped and positioned 50:50 across the native annulus. The device was deployed with rapid pacing and yielded mild paravalvular leak (pvl) and mild cai. The ao was then completely rebuilt with multiple stent grafts from the infrarenal segment down into the lcfa and also into the right external iliac artery (reia). The stent graft was then sewn end to end into the native lcfa. A cutdown was then done on the rcfa to aid in the removal of the 12fr sheath that the occlusion balloon was through. The patient was transferred to the intensive care unit for post op management in stable condition. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 5.6mm. The vessel was described as severely calcified and mildly tortuous. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the site. In addition, there was no allegation of device dysfunction. According to the instructions for use (IFU), cardiovascular complications which may require intervention are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7.0mm. In this case, the access vessel's minimum luminal diameter was 5.6mm, and the vessels were noted to be severely calcified and mildly tortuous. In this case, the exact cause of the iliac avulsion cannot be confirmed. However, there were numerous procedural and patient factors which may have contributed to the event, including the notably inadequate size of the vessel (5.6mm) in combination with severe calcification, the failure to pre-dilate the vessels with the edwards dilators, and the off-label placement of the non-edwards sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.